Event description:
The patient's first experienced symptoms related to the malposition in (B)(6) 2022. The patient's malposition had been diagnosed by a computerized tomography (CT) scan, an echocardiogram (echo), and a chest x-ray. The patient was hospitalized multiple times for optimization of their medication and pump speed changes, with minimal effect. The patient also developed aortic insufficiency around this time on (B)(6) 2022. The old pump was left in place in the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula was confirmed based on the submitted x-ray and computed tomography (CT) images. A specific cause for this alignment issue could not conclusively be established through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported aortic insufficiency (ai) could not conclusively be established through this evaluation. The account provided images of the malposition, which showed that the pump was oriented nearly horizontally. The inflow cannula was angled towards where the septum of the heart would be located. The account stated that the pump will not be returned as it was left inside the patient. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had repeated episodes of dyspnea and dizziness due to the malposition of their inflow cannula causing intermittent flow limitations. The patient underwent a pump exchange on (B)(6) 2023; the new pump was instead implanted via a conduit through the left and right atriums. The patient's aortic valve was also repaired with a park's stitch. The new pump was able to run with flow greater than 4 lpm.